Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the left main and the proximal circumflex that was heavily tortuous and heavily calcified. Predilatation was performed with several trek balloons; however, additional predilatation was required to open the lesion further. During advancement of the 3.0x6 mm nc trek balloon catheter resistance was felt due to the heavily tortuous and calcified lesion which resulted in a proximal shaft separation; however, the catheter was able to be removed without issue. An attempt was made to cross with the 2.5x28 mm xience xpedition; however, it failed to cross. A shorter xience xpedition was able to be used successfully for treatment of the lesion. The patient outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.